Event description:
My gynecologist recommended the da vinci to me. She said it was the way to go. On (B)(6) 2014, I had my planned surgery but I never recovered. I was nauseated the first week ((B)(6) back to work, so I had called and asked for something to control the nausea. I had no bladder control beginning (B)(6). I had a wetting accident at work. I thought I had a bad uti. I kept calling my dr's office and finally got in to see her and she referred me the same day to a urologist. I had to wear adult diapers since (B)(6). On (B)(6) 2014 met with a urologist on a friday, and he told me that he needed to see me in the operating room on the following monday to place a stent in. The right ureter had stopped working. On (B)(6) 2014 the stent was removed. Six days later, (B)(6) 2014, I fell ill at work. My stomach had swelled and I could hear water gushing through my stomach. I called my doctor. He said go get MRI at the hospital and bring him the dvd. I was in his office at 1:30 and he said I need to see you in the operating room at 2:00. I had fluid backing up in the right kidney. On (B)(6), dr (B)(6) replaced the stent. On (B)(6) 2014, I went to (B)(6) for a second opinion. The doctor there said "your doctor in (B)(6) is doing everything that I would have done and he is requesting all of the tests that I would have requested." On (B)(6) 2014, I had a pyelogram test scheduled in the operating room. Afterwards, my doctor told me that he couldn't get the dye past where he needed it to. On (B)(6) 2014, I met with my doctor. He told me that "I have done all that I could do to get use the da vinci because that's how you ended up here, not saying that the da vinci is not a good machine." On (B)(6) 2014, I had my surgery. Nothing could have prepared me for it. I was so sick. I was told that they had to move some of the organs on my right to repair me. I lost my skin color, and I truly thought I was going to die. I ended up back in the hospital for a week after, for several days, with a sepsis infection. I couldn't do anything for myself. I was out of work all month. I have a long ugly scar from the bikini line up around past my navel. My ureter is shorter on the right side. I suffer from back pain and pain in my side because of the shorter ureter. I have more intense pain on that side. As a result of using the da vinci robot, I will require lifelong medical care. Now I have to worry about scar tissue on my ureter. I don't drink on long trips because the urge to go is so strong that I will have an accident. I am only (B)(6). My insurance has paid out over $(B)(6) and I still have appointments for the next two weeks for an ultrasound and to meet with the urologist who performed the repair. I have missed 196.50 hours from work. I developed a sepsis infection. I am so hurt because I have been left out here alone. No one cares. I almost died.